Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the affiliate that the lcsk5 worked for about 10 minutes of use, then quit working. The surgeon tried different handpieces (both old style and new style), and 2 different generators and to no avail. A new lcsk5 to complete the case. There was no consequence to the pt.